Event description:
Major pump unit(s) involved: device thrombosis; clot in lv inflow.specific component(s) involved: inflow valve; thrombus.causative or contributing factor: no specific contributing cause identified.intervention : unable to obtain fill signal due to clot, attempted to troubleshoot with no resolution.implant device type: lvad.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow valve.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: inflow valve.